Event description:
It was reported that the lesion was a tight lesion located in the distal left anterior descending (lad) artery and had a 95% stenosis. Following pre-dilatation, a 2.5 x 18 xience v stent delivery system (sds) was advanced to the lesion and deployed. Due to the heavy tortuosity of the vessel; the stent caused an edge dissection at the distal edge of the stent. The dissection required treatment with an additional stent (2.75 x 18 xience v sds) to cover the dissection. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.